Event description:
Patient admitted to (B)(6) hospital with infected right tkr. He had washout, debridement, synovectomy of right knee and hi flex insert removed. Wound irrigated again and a new hi flex size 5-6 9mm. Wound closed in layers.